Manufacturer narrative:
One (1) certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was slightly worn at the threads. The screw was cut laterally across the middle of the screw head. It appears to be a cutting tool damage. There was no device lot number provided so a device history record review and a complaint history review was not performed. A review of the appropriate documentation was performed: p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days.¿ probable causes for the complaint could not be determined, as the complaint of screw fracture is unconfirmed. However, the screw is confirmed to be damaged with the probable cause based on the investigation and complaint description. The description states that the event occurred in a lab and not during restoration, which contradicts general use stated in biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. In addition, it appeared that during investigation the screw was noted to be cut by a tool. The probable cause for this reported event is therefore believed to be customer error in the form of misuse. The device investigation has shown that the device show signs of being cut by a cutting tool and not fractured as originally reported by the customer on MFR report number 0001038806-2017-00211 that was submitted on may 9, 2017. Based on this additional information it has been confirmed that a medwatch report was not needed due to no reportable event surrounding a device failure had occurred.

Event description:
The doctor reported that the lab claimed they had torqued the screw to the proper amount but the screw fractured.